Event description:
It was reported to target that during a procedure to treat a vertebral fistula the detachable silicone balloon ruptured before being detached. This incident did not cause any harm to the pt, who was reported in good condition afterwards.